Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with 1+ diffuse lamellar keratitis of the right eye at 12 o`clock peripherally 1 day following lasik. The topical steroids were increased to every two hours. The symptoms resolved two days following onset. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows the user performed 26 treatments successfully without any error or relevant warning. No related treatment can be identified and so a review of the complete day was performed. According to quick user manual, the user used energy settings which are within the defined recommended arrangement of pulse energy. The user changed the vacuum offset twice without detectable problem and the exact reason for this cannot be determined by review of the logfiles. During the complete day the energy was stable with no abnormalities. No abnormalities or deviations can be identified by the logfile review. No technical root cause was identified as the product was found to be within specifications. (B)(4).